Manufacturer narrative:
Initial reporter facility address: (B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during a colonoscopy procedure performed for the excision of intestinal polyp on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during a colonoscopy procedure performed for the excision of intestinal polyp on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.the patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility address: (B)(6). This event was reported by the distributor. The physician is: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The catheter was kinked and the device was returned without its outer sheath. Dimensional analysis was performed on the outer diameter of the bushing, and it was found to be within specification. A dimensional analysis was performed between the hooks of the bushing to further analyze the deployment issue, and both sides a and b were confirmed to be within specification. Additionally, the bushing tabs were measured and it had similar measurement on each sides. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.